Event description:
It was reported revision surgery was performed due to dislocation of the constrained liner, shell and competitor head.

Manufacturer narrative:
The affected devices were returned and evaluated. Visual inspection of the returned components showed a locking ring detached from the liner and incarcerated inside the shell. It is unclear why this locking ring was detached, as it should be in placed at the distal edge of the liner. Bone on-growth and burnishing were noted on the outer surface of the shell. Damage was noted on the inner and outer surfaces of the liner; this likely occurred during extraction. Damage was also noted on the constrained liner. This may have been due to impingement with the femoral neck, which could have caused the dislocation. The exact cause for the dislocation is unknown based on the information provided. No manufacturing or material deviations were noted in the manufacturing records or with the returned components. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. This investigation could not verify or identify any evidence of product contribution to the reported problem. Based on this investigation, the need for corrective action is not indicated. Should additional information be received, the complaint will be reopened.